Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the host computer defective. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received.

Event description:
It was reported to philips that the system's host computer and disk were defective, which can impact booting. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.